Manufacturer narrative:
(B)(4).

Event description:
On 1(B)(6) 2016 our affiliate in (B)(6) received information from a patient that on (B)(6) 2015 placed in the od "new pair of lenses from two new boxes." It is reported that the pt wears an acuvue oasys for astigmatism brand contact lens in the od. The pt reported that the following night the pt began to experience swelling, burning sensation, tearing, pain, and redness. The pt reported that he/she went to his/her eye care provider (ecp) and was advised that he/she "suffers from 2 abscesses in the eye." The pt reported that he/she was "prescribed 2 kinds of antibiotic eye drops and a tears ointment." The pt reported that he/she discarded the suspect product, but will return the unopened lenses in the two boxes. It is unknown with which lot # the pt experienced the event. On (B)(6) 2016 our firm received the patient's medical records. The information from the medical records indicates the patient had an ophthalmology visit on (B)(6) 2015. The information indicates the patient was seen for an emergency visit complaining of redness and pain in the right eye; wearing contact lenses. Ocular examination: slit lamp: right eye: conjunctiva: irritation and injection; cornea: two tiny abscess in the superior zone of the cornea; anterior chamber: clear and quiet; diagnosis: corneal abscess; plan: visit in (B)(6) 2015. Treatment: ciloxan ophthalmic (drp) 6x/day; tobrex occ 0.3 % 3.5 gm 1x/day. The patient returned on (B)(6) 2015. Ocular examination: slit lamp: right eye: improvement: abscess under absorption; diagnosis: corneal abscess; plan: visit in one week; treatment: ciloxan ophthalmic (drp) 3x/day; fml 0.1 % 3x/day; viscotears gel col 2mg/1g 3x/day. On (B)(6) 2016 our affiliate in (B)(6) received additional information from the patient. The patient reported that the follow up appointment instructed by the treating health care professional was not kept. The patient noted that "the side effects are gone" and "did not see the point" in a follow up visit because she is no longer wearing contact lenses. Five sealed blisters were returned for lot # b00jzcb. The parameters of five lenses were measured and a visual inspection was performed. No other visual attributes were observed. The lenses meet company standards for base curve, center thickness, and diameter. The solution was also tested. The ph and conductivity were in specification. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00jzcb was produced under normal conditions. Five sealed blisters were returned for lot # b00jd56. The parameters of five lenses were measured and a visual inspection was performed. No other visual attributes were observed. The lenses meet company standards for base curve, center thickness, and diameter. The solution was also tested. The ph and conductivity were in specification. Lot history review: a lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00jd56 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.